Event description:
It was reported that this patient underwent a surgical procedure to explant this implantable cardioverter defibrillator (ICD) due to allegations of pain. Also reported that the right atrial (ra) lead was explanted as well for the same reason. No additional adverse patient effects were reported.

Event description:
It was reported that this patient underwent a surgical procedure to explant this implantable cardioverter defibrillator (ICD) due to allegations of discomfort and pain. Also reported that the right atrial (ra) and right ventricular (rv) lead were explanted as well for the same reason. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. With the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the device passed all testing completed. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this patient underwent a surgical procedure to explant this implantable cardioverter defibrillator (ICD) due to allegations of discomfort and pain. Also reported that the right atrial (ra) lead was explanted as well for the same reason. No additional adverse patient effects were reported.